Event description:
Right side head siderail is not locking properly.

Manufacturer narrative:
Bed could not be repaired on site, it was brought to the warehouse for repair and a new bed was delivered to the customer. Resolution info is not available at the time of this report.